Manufacturer narrative:
Additional MDR's associated with this article: 3025141-2019-00079: case 2; 3025141-2019-00080: case 3; 3025141-2019-00081: case 4; 3025141-2019-00082: case 5; 3025141-2019-00083: case 6.

Event description:
Following implantation of an acutrak screw, the patient experienced stitch abess with wound breakdown 44 days after surgery. Successfully managed with local wound care, oral antibiotics and steri-strips. Revision surgery was not performed. Also, radiographically, the patient experienced grade 2 radio-capitellar arthrosis, avascular necrosis and class I heterotopic ossification. Case 1. From: article: large coronal shear fractures of the capitellum and trochlea treated with headless compression screws. Mighell, mark; virani, nazeem a.; shannon, robert; echols jr., eddy l.; badman, brian l.; keating, christopher j. J shoulder elbow srug (2010) 19, 38-45.